Event description:
It was reported that stimulation could not be adjusted, and the display was showing the "call your doctor" icon. There was a power on reset condition. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).